Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported there was a loss of stimulation and a fall. The patient fell on his left hip on (B)(6) 2015 and his left hip area and implantable neurostimulator (ins) site were swollen. The patient was not able to connect with the programmer and it was showing a poor communication screen. The patient had not felt stimulation since the fall. The change in therapy was noted to be sudden. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.